Manufacturer narrative:
Based on the current information provided, this complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, electrical energy allegedly arced from the pch instrument. Although no patient harm occurred, if this alleged malfunction were to recur it could cause or contribute to an adverse event. At this time, the root cause of the customer reported issue is unknown.

Event description:
It was reported that during a da vinci-assisted nissen fundoplication procedure, the permanent cautery hook (pch) instrument allegedly arced electrical energy. Another hook instrument was used to complete the procedure. There was no report of patient harm, adverse outcome or injury. On (B)(6) 2018, intuitive surgical, inc. (Isi) contacted the initial reporter of this complaint and obtained the following information regarding the reported event: the pch instrument and cannula were inspected prior to use and no issues were identified. When the arcing event occurred, the surgeon was taking down tissue in the surgical field. The liver was reportedly on the left. There were no instruments in close proximity to the pch instrument when the event occurred. There were no reported instrument collisions. In addition, there was no injury to the patient. The generator was set to coag 40 and cut 40. On (B)(6) 2018, isi also contacted the isi clinical sales representative (csr). The csr confirmed that there was no injury to the patient.

Event description:
It was reported that during a da vinci-assisted nissen fundoplication procedure, the permanent cautery hook (pch) instrument allegedly arced electrical energy. Another hook instrument was used to complete the procedure. There was no report of patient harm, adverse outcome or injury. On 09/20/2018, intuitive surgical, inc. (Isi) contacted the initial reporter of this complaint and obtained the following information regarding the reported event: the pch instrument and cannula were inspected prior to use and no issues were identified. When the arcing event occurred, the surgeon was taking down tissue in the surgical field. The liver was reportedly on the left. There were no instruments in close proximity to the pch instrument when the event occurred. There were no reported instrument collisions. In addition, there was no injury to the patient. The generator was set to coag 40 and cut 40. On 09/18/2018, isi also contacted the isi clinical sales representative (csr). The csr confirmed that there was no injury to the patient.

Manufacturer narrative:
As of the date of this report, the pch instrument has not been returned to isi for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Based on the current information provided, this complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, electrical energy allegedly arced from the pch instrument. Although no patient harm occurred, if this alleged malfunction were to recur it could cause or contribute to an adverse event. At this time, the root cause of the customer reported issue is unknown. Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument and performed a device evaluation. Failure analysis found the instrument to have thermal damage on the monopolar yaw pulley. This complaint is being reported because the permanent cautery hook instrument arced and was noted to have incurred thermal damage. Thermal damage to the monopolar yaw pulley is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur. Updated fields: the primary product batch lot number was changed from ¿m10121120 661¿ to ¿n10161103 189¿ as the complaint investigation revealed that the incorrect instrument batch information was provided upon complaint intake and return material authorization (RMA) creation. The complaint alleges that a permanent cautery hook instrument arced. A backup permanent cautery hook instrument was then installed to continue with the procedure. Isi reviewed the system logs for the procedure and confirmed that two permanent cautery hook instruments were used, however, the logs revealed that the lot number of the second instrument installed was m10121120 661, suggesting that the incorrect lot number was initially reported. Isi reviewed the instrument usage logs for m10121120 661, which confirmed that it was used for all of its 10 allotted usages in procedures following the reported event date ((B)(6) 2018). The first instrument installed, with a batch number of n10161103 189, was last used on (B)(6) 2018 and was returned to isi with thermal damage, confirming that it was the instrument the customer intended to report. The product catalog number and serial number have been populated as they were blank in the previous report. (B)(4). Blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's third usage and, therefore, had not expired. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.